Event description:
Vacutainer was loaded in the PICC line. The rn was attempting to remove and could not. She utilized a hemostat and the device broke and blood spattered. There was no rn or patient harm.